Manufacturer narrative:
The investigation of this complaint was inclusive of the product returned, but not the data logs as they were not relevant to the investigation. The 5.0 pump was returned and upon observation many kinks were found throughout the length of the cannula. In addition, the cannula was found to have delaminated. The pigtail was found to be damaged and bent in the wrong direction.the engineer found that there was no issue tracking the pump over an .018 guidewire. The pump damage observed was indicative of a very difficult insertion. However, no feature or deformity was seen on the pump that would have caused the difficult and ultimately unsuccessful insertion of the pump. The root cause of the inability to advance the 5.0 past the anastomosis could not be determined as the graft and guidewire were not returned. The failure mode could not be reproduced. There were no issues or reworks relevant to this failure mode. No other complaints have been filed for other pumps from this lot manufactured in (B)(4). Due to the fact that the root cause could not be determined, there is no corrective action recommended at this time. The failure mode will continue to be monitored and tracked. Internal reference (B)(4).

Event description:
The patient was a (B)(6) female post CABG who was not thriving and in need of escalated care. Her care needed escalation due to an ef of 20%, multiple cariac IV drips, an iabp, and a cardiac index of 1.3. The patient was prepped for insertion of a 5.0 impella via the right axillary artery via the placement of a 10 x 30 graft. The 5.0 would not advance much beyond the anastomosis. Attempted placement of the 5.0 continued for 45 minutes, when insertion was aborted and an impella cp was inserted instead. The cp also had difficulty inserting though the axillary graft and was not able to fully advance through the axillary. After 2 hours of attempted placement, a surgical cut down was made to the left axillary artery, and the 5.0 placement attempted again. Once again, it would not pass through the anatomy, and so the cp was placed instead through the left axillary cut down. Within a brief amount of time on impella cp support the cardiac index rose to 1.9 and on day two of support it rose again to 2.8. Due to the frequent, and lengthy insertion attempts, there was over 1000ml of blood lost. Some of the volume was re-transfused with the cell saver but, due to the drop in hematocrit and hemoglobin, the team transfused 5 units of blood and 1 unit of platelets. The cp supported the patient successfully. The iabp had been removed during cp support, and the patient was able to sit up and verbalize.